Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate therapies due to noise on the pace/sense portion of the ventricular lead. It was noted that lead impedance was high and oversensing was noted. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) ventricular nst (non-sustained tachycardia) <=210 ms on (B)(6) 2011 in the timeframe between 07:51:00 and 10:17:55. Ventricular short interval count v-sic=1216 counts, in 0.12 day, on (B)(6) 2011 in the timeframe between 08:39:00 and 10:28:28.